Event description:
It was reported that the patient underwent a graftmaster stenting procedure as treatment for an arteriovenous fistula. A 3.5 x 26 mm graftmaster stent system was advanced into the patient anatomy to the target site and the stent was deployed at 18 atmospheres. Repeat arteriogram demonstrated significant improvement in the distal flow of contrast into the anterior tibial artery and dorsalis pedis artery; however, delayed filling of the venous structure was noted. Arteriogram noted no filling of the venous structures, but upon entering the anterior tibial artery above the stent, slight filling was noted. Therefore, a second stent was placed. A 3.5 x 19 mm graftmaster stent system was advanced to the target site and the stent was deployed overlapping the previously deployed stent. The second stent was deployed without difficulties. Repeat arteriogram noted significant improvement in the flow into the anterior tibial artery. On delayed views, some slight filling of the venous structures was noted; however, an appropriate size stent was not available and the procedure was ended. It was felt that the improvement of the perfusion of the foot was adequate to allow for resolution of the patient's foot pain and the patient was transferred to the recovery room in stable condition. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There was no reported product deficiency. It was reported the graftmaster was used in the left anterior tibial artery to treat an arteriovenous fistula. It should be noted that the indications for use section of the graftmaster instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. It is unknown if the treatment in the left anterior tibial artery contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.